Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented with blurry vision, discomfort, and tearing in the right eye approximately 1 day post lasik. The pt was noted to have an epithelial abrasion and sloughing in the right eye. Add'l info received states the pt is doing well and no add'l treatment is needed.